Event description:
A 40-yr-old white male underwent placement of a single lumen 9 french port on 11/23/93. Placement and follow up chest x-ray were unremarkable. Use of the catheter for chemotherapy followed this placement. Both aspiration and infusion through this catheter system proceeded without problem until early 1/94. At that time, withdrawal of blood from the catheter became difficult. On 1/18/94, the oncology nurse could no longer infuse well or withdraw. A contrast study was immediately performed which demonstrated a narrowing of the catheter beneath the right clavicle and extravasation of contrast suggesting disruption of the catheter at this site. On 1/21/94, this pt was returned to the operating room for replacement of the system. With the port left in place, the catheter was removed. Three longitudinal 0.5 cm fractures were noted on the catheter at the 7 cm position. Another catheter was inserted via the right cephalic vein. This procedure was well tolerated. At this writing, the new catheter placement is functioning well and the chemotherapy is proceeding without interruption. Continued use of the system without replacement may have lead to significant morbidity for this pt.